Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the proximal left anterior descending artery. The first and second inflations, the balloon was inflated to ten atmospheres. On the third inflation, the 3.25x20mm apex monorail balloon ruptured at ten atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
Pt: 18 years or older. It is indicated that the device will not be returned for evaluation as it has been disposed off; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).